Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the distal pancreatectomy procedure, the lever of the device could not be pulled back to the end to open the jaws. To correct the issue, the surgeon had to remove the device by force. This caused some tissue to be torn down. At last, the tissue was manually sutured and no abnormalities were found.